Manufacturer narrative:
Additional information: d4, d9, h3, h4, h6 and h10. H4: the lot was manufactured between june 28, 2023 and june 30, 2023. H10: the actual device was received for evaluation. Visual inspection was performed which observed fluid inside the housing which suggested a leak occurred. Functional leak testing was performed by filling the bladder with green color water to nominal volume. During fill, a leak was observed coming out at one side of the bladder crimp. The reported condition was verified. The cause of the condition was determined to be related to manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked inside the device. This was observed when diluent was injected at the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter address: (B)(6). E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.